Event description:
It was reported that the patient presented due to feeling very dizzy and observation revealed that the patient had junctional escape rhythm at 30 beats per minute (bpm). It was also reported that following multiple attempts to interrogate the device, there was no telemetry and no response to the application of the magnet. Therefore, the device was removed and replaced with a new device. No patient complications have been reported as a result of this event.

Manufacturer narrative:
This event occurred outside the us. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns. Evaluation summary: (B)(4): the device was returned, analyzed and preliminary analysis revealed no output and no telemetry. Further testing revealed that the no output and no telemetry conditions were the result of lifted hybrid bond wires.